Manufacturer narrative:
The returned pacemaker was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that this pacemaker clock was not showing incorrect date. However, the field representative noted that there were current episodes that were showing with correct dates. In addition, the patient was presented to emergency room (ER) due to atrial fibrillation with rapid ventricular response which prompted the field representative to replace the device. Boston scientific technical services (ts) then discussed option of replacing device and sending it in for analysis. Subsequently, this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this pacemaker clock was not showing incorrect date. However, the field representative noted that there were current episodes that were showing with correct dates. In addition, the patient was presented to emergency room (ER) due to atrial fibrillation with rapid ventricular response which prompted the field representative to replace the device. Boston scientific technical services (ts) then discussed option of replacing device and sending it in for analysis. Subsequently, this device was explanted. No additional adverse patient effects were reported.